Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving shocks from their implantable cardioverter defibrillator. Upon observation, it was found the lead was dislodged, possibly due to twiddlers. The lead was explanted and replaced. The patient was in stable condition.